Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 423 mg/dl with moderate urinary ketones, nausea and blurred vision. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly self-treated with insulin injection. The reporter alleged a power issue. The customer reportedly was unable to tighten the battery cap to the pump properly, the battery compartment was reportedly cracked with moisture inside the battery compartment. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a power and damaged issue.